Manufacturer narrative:
Weight: unk ethnicity: unk. Race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: another similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -09.50 diopter, in the patient's left eye (os) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to low vaulting. The surgeon did not implant another lens. Cause of the event was unknown.

Manufacturer narrative:
Additional information: h3- device evaluation: lens returned dry in a lens case/vial. Visual inspection found haptic broken. Dimensional verification was performed, and the lens was found to be in specifications. Claim# (B)(4).